Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent sacral spinous colposuspension, suprapubic cystostomy, enterocele repair due to cystorectoenterocele, history of fecal incontinence, uterine prolapsed. It was reported that following insertion patient experienced pain, erosion, recurrence, bleeding, dyspareunia, vaginal scarring, urinary and bowel problems and neuromuscular problems. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent excision of vaginal mesh, along with revision of vaginal wall, tah and bso on (B)(6) 2013 due to erosion of mesh material into vaginal wall.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.